Event description:
It was observed that during the device evaluation, the subject device exhibited a failed water leak test and a cut on the video cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction found unit failed the water leak test due to the minor cut on video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.